Event description:
It was reported that the insulin's gauge was inaccurate. The customer¿s blood glucose level was 230 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.